Event description:
The customer stated a cell-dyn emerald analyzer would not scan the cell-dyn emerald diluent lot 4350. The customer manually entered a new serial number and verification key to resolve the issue. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The cause of the cell-dyn emerald reagent barcode read error upon installation of the reagent is due to a manufacturing error. A product recall letter was issued instructing cell-dyn emerald customers who received cell-dyn emerald diluent lot 4350 to enter a new serial number and verification key to run the analyzer. An investigation is in process.